Event description:
It was reported that during a laparoscopic gastric by-pass the stapler did not cut, only stapled. The staple line was poor in hemostatic effect. For the bleeding of the staple line the surgeon used bipolar cautery to recover hemostatic control. Five days later the pt was reoperated on with open technique for serious bleeding in the staple line.